Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. The customer mistreated a little based on the incorrect readings. The customer did not experience any symptoms other than feeling low. No medical treatment required. There was no report of death or serious injury.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received.